Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise in the secondary vector resulting in an inappropriate shock. Noise was able to be reproduced during provocative maneuvers. The suspected cause was electrode conductor fracture. This system was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed testing of the device is ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise in the secondary vector resulting in an inappropriate shock. Noise was able to be reproduced during provocative maneuvers. The suspected cause was electrode conductor fracture. This system was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise in the secondary vector. Noise was able to be reproduced during provocative maneuvers. This system was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.